Event description:
A customer contacted beckman coulter inc. (Bci) regarding evidence of back pressure at the wash concentrate bottle in the unicel dxc 800 pro synchron chemistry analyzer. Customer indicated that bubbling was visible at the wash concentrate bottle cap. No injury or chemical exposure was reported for this event.

Manufacturer narrative:
The customer was instructed to replace the valves on the analyzer.